Event description:
It was reported that the user noticed areas of black charring on some robotic instrument arms, specifically the monopolar curved scissors. The concern was to distinguish between normal discoloration from use and true burn-on residue, insulation damage, or material degradation that may require repair or removal from service. The user sought guidance on whether this was acceptable and requested any images or documentation showing what is considered "acceptable wear," as well as recommended cleaning methods from the manufacturer's standpoint to ensure compliance with the correct instructions for use (IFU) and safety standards. Intuitive followed but customer had no additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is not available. Field h10 is blank as there are no related report numbers.